Event description:
Related manufacturer reference number: 2017865-2023-94237.it was reported a patient's pacemaker presented with high capture thresholds and premature battery depletion. The left ventricular (lv) lead also had high capture thresholds. The pacemaker and lv lead were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.